Event description:
Information was received that a smiths medical level 1 hotline fluid warmer had an " intermittent alarm". No adverse effects were reported.

Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to have a damaged enclosure and lind cord. It was also noted to have an old style pcb and drain fitting. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The device was manufactured in 2011. Device underwent functional testing by filling up the water tank with water, and attaching temperature check. The reported customer allegation has been confirmed. Device was deemed beyond economical repair and was scrapped. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.